Event description:
A nurse called to report that a long time ago (unknown date), a patient inr result on the suspect device was >8.0. A lab result for the patient was 5.3 inr. No treatment alleged. Controls were in range. The device was replaced and requested to be returned for evaluation.